Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood specimen collection device stoppers were popping off during handling. This event occurred 10 times. The customer stated: ¿stoppers are popping off during handling, and in one of the occurrences the sample was lost, patient was called and a new collection was needed. It happens in 10 tubes out of 100.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood specimen collection device stoppers were popping off during handling. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿stoppers are popping off during handling, and in one of the occurrences the sample was lost, patient was called and a new collection was needed. It happens in 10 tubes out of 100.¿

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but video was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for stopper pop-off with the incident lot was not observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.